Event description:
This report is being filed after subsequent review of the following journal article, floerkemeier, s., staubli, a.e., schroeter, s., goldhahn, s., and lobenhoffer, p. (2013). Outcome after high tibial open-wedge osteotomy: a retrospective evaluation of 533 patients. Knee surg sports traumatol arthrosc, 21, 170-180. The authors conducted a retrospective study of patients with knee osteoarthritis who underwent a valgus high tibial osteotomy using a synthes tomofix plate. Three hundred and eighty-six patients (mean age 49 years) were interviewed for follow-up after an average of 3.6 years. Postoperative complications included one tomofix breakage due to trauma (high tibial osteotomy was then converted into a total knee arthroplasty), eight cases of pseudoarthrosis (defined as healing insufficiency with a high risk of pseudoarthrosis which led to a reoperation), 11 cases of infection, and three cases of infected haematoma. There were also 11 cases of haematoma, two cases of impaired wound healing, and three cases of other soft tissue complications. The authors concluded that the study reveals favorable midterm results after valgus high tibial osteotomy in varus osteoarthritis, even in older patients with high degree of cartilage damage. This is report 2 of 2 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Floerkemeier, s., staubli, a.e., schroeter, s., goldhahn, s., and lobenhoffer, p. (2013). Outcome after high tibial open-wedge osteotomy: a retrospective evaluation of 533 patients. Knee surg sports traumatol arthrosc, 21, 170-180. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.